Event description:
It was reported that during an eval conducted by a MFR sales rep, exposed wires were observed. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. Visual inspection confirmed that wires from the internal optical switch was disassembled and pulled out of the docker assembly. This evidence indicates that service/repair activities were performed on the device by a non-stryker service entity. These non-stryker service/repair activities resulted in the reported exposed wires. The instructions for use include the following safety statement: "repairs by unauthorized individuals should not be attempted and may result in damage to or malfunction of the system or event personal injury. Non-operator serviceable components should be serviced by an authorized stryker rep only." The docker was repaired and returned to use.